Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue began ¿two years¿ prior to contacting lifescan and that he obtained a result of ¿175 mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿161 mg/dl¿ on an accu chek meter and a result of ¿158 mg/dl¿ obtained on a onetouch ultra2 meter. The tests were performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results satisfies lifescan¿s criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and stated that from (B)(6) to (B)(6) 2015 he increased the dose of his lantus insulin to ¿25 to 35 units¿. The patient claimed that an unknown time after the alleged inaccuracy issue occurred he developed symptoms of ¿sweats, shakiness, nervousness, jittery and dry mouth¿ and on (B)(6) 2015 received advice from a healthcare professional (hcp) to ¿test the meter and call lifescan¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.